Manufacturer narrative:
Device returned with no lot identification. Body assembly significantly bowed open and driver liks were disengaged from cam tube driver.

Event description:
The device was used during a urology procedure. It was reported by the affiliate that the clips are malformed. There was no consequence to the pt.